Event description:
It was reported by service report that the foot end lift was stuck in a elevated position and would not go down.

Manufacturer narrative:
Result: lift motors limits needed to be burned.